Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On an unspecified day after the sensor was inserted (sensor location unspecified). The patient was experiencing chest pain and nausea. The patient¿s cgm was reading 118 mgdl and the bg meter was reading 400 mgdl. The patient¿s spouse called emergency medical service (ems). While waiting for ems to arrive, the patient¿s spouse treated the patient with insulin. Once ems arrived, the patient was treated with an unspecified intravenous (IV) and transported to the hospital. At the hospital, the patient¿s cgm was reading 64 mgdl and the bg meter was reading 300 mgdl. The patient was treated with insulin and admitted to the hospital. The patient was discharged from the hospital 10 days later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The patient was in good condition at the time of report. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.